Event description:
It was reported to boston scientific corporation that a maxforce biliary balloon dilatation catheter was used during a stone removal procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was attempted to be inflated with saline and contrast at the target site in the common bile duct; however this was unsuccessful due to a pinhole in the balloon portion of the device. It was confirmed the balloon did not burst. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Visual and tactile examination of the returned complaint device revealed no defects in the catheter of the device. Functional testing was performed. The balloon was attempted to be inflated, however this was unsuccessful due to two pinholes in the balloon material. The condition of the returned complaint device is consistent with the reported event that a pinhole was noted in the balloon. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon. A review of the device history record (DHR) was performed and no anomalies were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.